Event description:
As reported, when shuttling down a 6/7f mynxgrip vascular closure device (vcd) the device buckled and couldn¿t fully shuttle. The sealant was partially deployed, saturated in blood and was out of the sealant sleeve. The operator removed the vcd and was able to use another mynx device to close without issue. There was no reported patient issue. The device was stored and prepped according to the IFU. The device storage temperature did not exceed 25 degrees celsius. The vcd was used with a 6f avanti sheath. There was no resistance or friction experienced as the vcd was advanced through the sheath. The sheath was not kinked or bent. There was no malfunction with the avanti sheath. The device was used for a right leg angiogram using left groin access. The vcd was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device is being returned for evaluation.

Manufacturer narrative:
As reported, when shuttling down a 6/7f mynxgrip vascular closure device (vcd), the device buckled and couldn¿t fully shuttle. The sealant was partially deployed, saturated in blood and was out of the sealant sleeve. The operator removed the vcd and was able to use another mynx device to close without issue. There was no reported patient issue. The device was stored and prepped according to the instructions for use (IFU). The device storage temperature did not exceed 25 degrees celsius. The vcd was used with a 6f avanti sheath. There was no resistance or friction experienced as the vcd was advanced through the sheath. The sheath was not kinked or bent. There was no malfunction with the avanti sheath. The device was used for a right leg angiogram using left groin access. The vcd was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. A non-sterile ¿mynxgrip vascular closure device¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe, procedure sheath and sealant were not returned for evaluation. The protecting sealant sleeve was received separated from the device, and the advancer tube was partially exposed inside of the outer cartridge tubing, and the stopcock was found open. In addition, the balloon was received fully deflated. The shuttle cartridge & catheter were inspected for defects/anomalies which may have contributed to the reported failure, and no defects/anomalies were observed. Without the return of the sealant, a shuttle down procedure on the returned device could not be performed. Visual inspection at high magnification showed that the sealant was not received for evaluation and the advancer tube was found inside the outer cartridge tubing. A product history record (phr) review of lot f2235604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle-shuttle advancement issue¿ could not be confirmed since the sealant was not received and there were no damages/anomalies noted to the shuttle. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported shuttle advancement issue. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Additionally, it was noted that the sealant sleeve was displaced on the received device. It is unknown what may have contributed to this displacement, however, it¿s most likely due to handling factors as the sleeve is intended to move proximally when inserting the shuttle into the sheath. However, if the sealant sleeve was displaced distally onto the catheter, this could result in a shuttle advancement issue due to the sealant sleeve blocking the shuttle down path. However, it is unknown if this occurred as the condition of the sealant sleeve was not provided by the customer, and the component was received completely removed from the device. The mynxgrip¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Also, the IFU states, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when shuttling down a 6/7f mynxgrip vascular closure device (vcd) the device buckled and couldn¿t fully shuttle. The sealant was partially deployed, saturated in blood and was out of the sealant sleeve. The operator removed the vcd and was able to use another mynx device to close without issue. There was no reported patient issue. The device was stored and prepped according to the IFU. The device storage temperature did not exceed 25 degrees celsius. The vcd was used with a 6f avanti sheath. There was no resistance or friction experienced as the vcd was advanced through the sheath. The sheath was not kinked or bent. There was no malfunction with the avanti sheath. The device was used for a right leg angiogram using left groin access. The vcd was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2235604 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.